Manufacturer narrative:
As received, a complete lead with stylet inserted was returned in one piece. An external insulation abrasion was found at the proximal region of the lead breaching the outer insulation and exposing the outer coil. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
During an in-clinic follow-up, oversensing was detected on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.